Event description:
The reporter stated that the product was applied to a pt who had approximately 80% surface area burns to his body. The day after the device was used, the doctor had a excise a small spot of integra over the torso because it looked like there was a fungal infection. The probable lot number of the product that was removed has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.